Manufacturer narrative:
Retainer ring is black. Customer returned insulin pump for an alleged no delivery alarm and insulin flow blocked alarm and prime and fill anomaly found on (B)(6), 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08735 inches. The insulin pump primed properly. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on (B)(6) 2021 00:12:00.000 and (B)(6) 2021 00:13:00.000 during basal delivery. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The insulin pump passed all the required testing. The force sensor is within specification and the motor functioning properly. No delivery alarm and insulin flow blocked alarm was not confirmed. Prime and fill anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm during basal or bolus or fill tubing. Insulin was not exited during 5 unit fixed prime or fill cannula. Insulin exited tubing with plunger priming. Insulin was not exited the tubing with manual prime. Insulin was not squirting out or continues to drip after motor stops during the fill tubing or manual prime process. The customer was able to exit the load reservoir process or preparing to prime loop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.